Manufacturer narrative:
Correction: a1 field: patient identifier updated to "(B)(6)". E1 field: initial reporter phone and fax updated. G2 field: report source updated to add "foreign". Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is exhibiting premature battery depletion. Engineering analysis confirmed the power consumption of this device has been increasing and is expected to continue to increase. The device remains in service but replacement was recommended. No adverse patient effects. Reportedly, the device has not yet been explanted. However, information received indicates the patient has been hospitalized for a long time at another hospital and has not been contacted. The cause of the patient's hospitalization is not determined at this time, however, it is not believed that the cause is pacemaker related, which suggests a possible worsening of the patient's condition. Additional information received indicates the device was explanted and is expected to be returned for analysis. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects.